Manufacturer narrative:
Exemption number e2019001. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported complaint appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The nc traveler is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was to treat a restenosed lesion located in the left circumflex coronary artery that was moderately calcified, moderately tortuous and 90% stenosed. After ablation with a rotablator. An nc traveler balloon dilatation catheter was advanced to the lesion and during use the balloon ruptured at 8 atmospheres during the first inflation. A non-abbott balloon catheter was used to successfully complete the procedure. There was no adverse patient effects or a clinically significant delay in the procedure. No additional information was provided.